Event description:
Customer reportedly obtained results of 78 mg/dl, 171 mg/dl, and 177 mg/dl within 2 minutes on the same device. No adverse event reported and no treatment received. Level one qc was used and fell within acceptable limits. Requested return of suspect device and replacement was sent.